Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to a non-diabetes related incident. The customer also reported that the insulin pump may have had a delivery anomaly. Blood glucose level at the time of the incident was 41 mg/dl, which was treated with food and soda. The insulin pump passed the self test, but customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.